Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. Additional information added that the patient alleged visualization of particles and nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found unknown dark contaminant on the rear panel, bottom enclosure, front panel, top enclosure, keratin-like substance around the outlet of the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown contaminant on the flip lid seal, flip lid, bottom enclosure, and heater plate, dust contamination on the bottom enclosure, dry box seal, dry box, and back of flip lid/bottom enclosure latches, dark contaminant on the dry box. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed evidence of contaminant on the rear panel, bottom enclosure, front panel, top enclosure and keratin-like substance around the outlet of the blower box..